Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant door not fully latched alarms were reproduced and confirmed through evaluation. Evaluation found cracked threaded insert bosses in the front case which allow separation between the front case and mechanical assembly. This condition resulted in excessive force needed to closed the door, which caused the reported symptom. The front case assembly was replaced.

Event description:
It was reported a spectrum pump had constant door not fully latched alarms. It was also reported there was no patient injury.